Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the meter powered up normally and paired successfully with test pump s/n (B)(4) to channel 11. Error 1 error sub code 13: rtc defective was observed in meter records download. No errors occurred during testing. The complaint was verified in the meter records download but could not be duplicated during the investigation.